Event description:
Pt called lfs on 2/6/03 alleging pt was using the strips with the lot number (g190477a) documented on the surestep recall letter. Pt reported receiving inaccurate high readings on their meter, however their meter gave the following readings: 5:30am 158 mg/dl, 9:45am 78 mg/dl, and at 11:35am 77 mg/dl. In the emergency room they determined customer was hypoglycemic. They did a test on a hospital meter at 1:32 pm and the reading was 32 mg/dl. Customer was given an IV. No serious injury reported. The test strips have been replaced for the pt.